Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) for write to locked ram, addr=0d29, data=3c occurred on (B)(4)-2011 15:13:44. One patient alert for por occurred on (B)(4)-2011 14:13:44.

Event description:
It was reported that the patient alert tones triggered and a remote monitoring transmission was sent to the clinic indicated that the patient's device had a power on reset. It was determined that patient was undergoing radiation therapy for lung cancer. The patient came into the clinic and the device was reset to the previous parameters and remains in use. No patient complications have been reported as a result of this event.